Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined.

Event description:
It was reported that implantable pulse generator would not give any information regarding battery life. It was indicated that a possible manual guided restore would be needed. It was later reported that the device was explanted. No patient complications have been reported as a result of this event.

Event description:
It was reported that implantable pulse generator would not give any information regarding battery life. It was indicated that a possible manual guided restore would be needed. The device remains in use. No patient complications have been reported as a result of this event.